Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2 reference MFR. Report: 1627487-2014-26602. It was reported the patient was experiencing warmth at the ipg site when stimulation is turned on. The sjm representative met with the patient and the patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention was undertaken on (B)(6), 2014 and the scs system was explanted and replaced. The patient reported effective stimulation postoperative 17.